Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the device was explanted (specific date not reported) due to an infection (site of infection not confirmed). The patient subsequently received treatment; however, the specific treatment, date, and duration were not reported. The patient will be reassessed after six months to determine suitability for reimplantation; reimplantation has not yet been confirmed. Additional information has been requested but was not available as of the date of this report.